Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019.

Event description:
The customer reported a ventilator with a nav-ring failure - it was further clarified that settings could not be changed via the nav-ring, nor the touchscreen. There was no patient involvement/harm.

Manufacturer narrative:
Date rec'd by MFR: 25sep2019. Date of report: 25oct2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address and correct this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a nav-ring failure. It was further clarified that settings could not be changed via the nav-ring, nor the touchscreen. There was no patient involvement / harm.